Event description:
Boston scientific received information that this patient was in the hospital following a bypass procedure. A boston scientific sales representative was contacted to check this patient and found that atrial fibrillation (af) being over sensed on this right ventricular (rv) lead. Additionally, r-waves had decreased from 0.18mv to 0.7mv and therefore, the sensitivity was reprogrammed to 0.15mv. A lead was located well into the apex which was contributing to the sensing issues. A revision procedure was performed and the lead was found to be shredded apart at the location of the clavicle. The lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed in two segments at 28 cm from the terminal pin. Evaluation confirmed the trilumen insulation is damaged. Due to the location and type of damage it is most likely caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.